Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge while the customer was sleeping. Reportedly, the contact speculated that the customer was repositioning their body while sleeping and inadvertently snagged the patient line/tubing with enough force to detach the patient line from the cartridge. There was no impact to the customer's blood glucose level. The contact would perform a supply change and insulin delivery would be resumed.